Event description:
Customer reported an error condition of voteouts (non-numerical) for differential results occurred when using the coulter lh 780 hematology analyzer. While servicing the instrument, a beckman coulter field service engineer (fse) identified a leak of an unknown amount that was not contained within the instrument. The operator was wearing lab coat and gloves at the time of the incident. There was no report of operator exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument discovered disconnected tubing from the bsv (blood sampling valve). The fse reattached the tubing resolving the leak and error condition of vote outs for differential results. (B)(4).